Event description:
The customer reported the evis lucera duodenovideoscope was washed in the oer-4 automatic endoscope reprocessor (aer). When washing the scope, the connecting tube was clogged and it was possible that the auxiliary water pipe and channel could not be washed. It was unknown if the insufficiently cleaned scope was used on a patient. There was no reported patient harm or impact due to this event. The clogging was resolved and the scope was cleaned again without problems.

Manufacturer narrative:
Reports are being submitted on the scopes and the clogged connecting tube that were reprocessed using the oer-4. Please refer to the following reports: patient identifier of (B)(6) is related to model number: maj-1971, serial number: unknown patient identifier of (B)(6) is related to model number: jf-260v, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-q260j, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-q260ji, serial number: (B)(4). The oer-4 was used as the automatic endoscope reprocessor (aer) at the site. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.